Event description:
Or staff was called to the nursing floor to help with a prevena plus. Per or staff, the prevena would not hold suction for the patient. End result was changing to a new prevena pump which worked for the patient.